Event description:
It was reported, the patient was unable to get ipg into MRI mode, due to high impedances. As a result, the patient underwent surgical intervention on an unknown date. Wherein patient's system was replaced to address the issue. It is unknown, which lead had impeded.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads. However, it is unknown, which lead(s). Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial#: (B)(6), batch#: a000134243. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.